Event description:
It was reported that an alarm 18 occurred, indicating that insulin pumping had been suspended. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. Technical support reviewed customers pump logs and determined customer had manually stopped insulin therapy, and shortly after resumed insulin, pump was working as intended.